Event description:
It was reported that a recently implanted implantable cardioverter defibrillator (ICD) system was exhibiting high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended evaluation options. This right ventricular (rv) lead was programmed from distal coil to can and provided within range measurements. The ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).